Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. The customer reported that the instrument was disposed; therefore, failure analysis cannot be performed. The following information for this event is unknown: event date, system serial number, instrument part and lot numbers. Due to this missing information, instrument and system log reviews could not be performed.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, an unspecified sureform stapler instrument fired a sureform reload but pushed all of the staples in front of the reload knife. The customer replaced the stapler instrument and the rest of the firing went well. There was no patient injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.